Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained from a quality control sample when processed on a vitros 250 chemistry system. The most likely assignable cause for the event is user error related to preparation / handling of the calibrator fluids which caused a suboptimal calibration. Recalibration of the vitros na+ reagent lot using new calibrator fluids has resolved the issue as the post calibration qc results were acceptable. The most likely assignable cause was user error.

Event description:
A higher than expected vitros na+ result was obtained from a non-vitros biorad quality control sample (lot 47900) when processed on a vitros 250 chemistry system. The following result breached vitros na+ potential health and safety criteria: biorad qc l1 vitros na+ result of 145 mmol/l versus an expected result of 115 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were obtained, or reported outside the laboratory, however, it cannot be confirmed that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).